Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the parent that the pink slide appeared different when the pod was activated, and it is unknown whether the cannula was visible upon pod removal. These observations are indicative of a needle mechanism failure. It is also unknown whether the pod was worn at the time of the event. No impact to the patient's glucose levels was reported.

Manufacturer narrative:
Additional information was received on 04-feb-2026. B5 has been updated accordingly and based on this information this is not a reportable event.

Event description:
It was reported by the parent that the pink slide appeared different when the pod was activated, and it is unknown whether the cannula was visible upon pod removal. It is also unknown whether the pod was worn at the time of the event. No impact to the patient's glucose levels was reported. Additional information was received on 04-feb-2026 that clarified that the device did not emit a double beep after fill and therefore would not be anticipated to move on with activation. This indicates that there was no needle mechanism failure, and therefore the event is not reportable.